Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Flow: damage. Visual inspection: the device was received intact. No physical damage/breakage was observed. Hence, the complaint cannot be confirmed for broken condition. The sleeve is moving forward and backward as intended device failure/ defect identified? No. Investigation conclusion: the complaint is not confirmed as no breakage was noticed on received device. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part number: 311.43. Synthes lot number: 5214839 . Supplier lot number: n/a. Release to warehouse date: apr 25, 2006. Expiration date: n/a. Manufactured by synthes brandywine. No ncrs were generated during production. Device history review. Review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection, it was observed that the handle with quick coupling was broken. There was no patient involvement. This is report 1 of 1 for (B)(4).